Event description:
Caller reported aviva blood glucose results of hi, which on the system indicates a result in excess of 33.3 mmol/l, and 8.7 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).